Event description:
Customer reported locking issues on table; the floor locks disengaged on its own. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
Further investigation for the root cause is ongoing and results will be provided within a final report.

Manufacturer narrative:
During onsite investigation, the field service technician was not able to reproduce the reported issue. No malfunction was identified. The surgical table is intended for the following use: patient positioning during surgery, including anesthesia induction and recovery from anesthesia task-related patient transfer within the operating theatre for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The alleged event could not be confirmed. The issue was most likely a temporary behavior which could be solve by the user by locking the table again. The device was working as intended. Based on this information, no further action is required.

Event description:
Customer reported locking issues on table; the floor locks disengaged on its own. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).